Event description:
While using the bipolar cutting loop in the bladder, the loop part broke off of the instrument. The part that was broken off was retrieved. Manufacturer response for elect elctrsrg cut loop .3mm ster disp bi lf, (brand not provided) (per site reporter). Vendor sent replacement.